Event description:
A laser tech reports following flap creation, the surgeon noted the flap was too shallow to lift and appeared to not reach the epithelium. The flap shape and outline were correct. There was no indication that the suction was lost and the flap creation was created with no system messages. The surgeon sent the pt home to heal and will reschedule to have a new flap and completion of lasik at a later date. The laser tech stated there would be no further info provided unless there are other issues. The territory mgr and the clinical trainer were at the site at the time of this event. There were no system issues and the system was operating within specification.

Manufacturer narrative:
The territory mgr and clinical trainer were at the site at the time of this event. During their visit, the site's laser operator and surgeon did not make any complaints about the system's performance. There were no system issues, and the system was operating within specification. The root cause of the customer's complaint has not been identified. (B)(4).